Manufacturer narrative:
Device passed displacement test, self test, operating currents, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test. Device received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner, missing end cap sticker and cracked reservoir tube window. The bolus wizard functioning properly per bolus wizard sample in the user guide.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high and low blood glucose level was 51 mg/dl. The customer treated high with bolus and low with carbs. Customer's blood glucose value was 258 mg/dl at time of incident. Customer's current blood glucose value was 168 mg/dl. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. The drive support cap appears normal (slightly indented). Customer reports insulin exited at the qr. There were no leaks or air bubbles. Customer assisted to perform the high pressure test. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation the product was not returned for analysis.